Manufacturer narrative:
It was confirmed that field service engineer (fse) did a test drive and arm 4 had normal articulation. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer informed the technical support engineer (tse) that the universal surgical manipulator (usm)4 was not articulating properly. The customer replaced the instrument with a backup, but the issue persisted. The site abandoned the usm4, performed a power cycle on the system, and continued the procedure using the remaining 3 usms without further issues. There was no reported injury.